Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at her ipg site. The patient is consulting with her physician about relocating her ipg pocket. Surgical intervention may be pending to address the issue.